Manufacturer narrative:
B3: corrected. H6: corrected health effect and investigation clinical codes.

Manufacturer narrative:
D10: concomitant devices: (B)(6) 02-012-41-2020 - logic tibia traptray cem sz 2f/2t. (B)(6) 02-010-01-0220 - logic femoral ps cem left sz 2. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 201-78-82 - collar fixation pin 2pk 40mm, quick release. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 148 months after a left total knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.